Manufacturer narrative:
Initial MDR submission with device evaluation. No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2278-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
Material: unknown batch#: unknown it was reported by the customer that rn was able to remove the spike and spiked the normal saline flush. The blood backflowed from the tubing up into the normal saline bag causing the entire flush to go pink in colour and diluted with blood. Verbatim: rcc received a complaint via email. Email(s) attached. Rn was able to remove the spike and spiked the normal saline flush. The blood backflowed from the tubing up into the normal saline bag causing the entire flush to go pink in colour and diluted with blood.